Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the corresponding author stated that the melody valves did not cause or contribute to the observed adverse events. No further information was given.

Event description:
Literature was reviewed regarding atrioventricular valve replacement (avvr) using a mechanical valve (mavvr) or a medtronic melody valve (mavvr). The study population consisted of 19 patients who underwent mavvr (n = 14) or mavvr (n = 5). No deaths were observed in the mavvr group during the study. The authors explained that one patient in the mavvr group required catheterization and reoperation within 36 months of valve implant due to left ventricular outflow tract obstruction. The authors also mentioned that another patient in the mavvr group required redo replacement after a median time of 33 months but did not indicate the reason for replacement. Other adverse outcomes that occurred in the mavvr group included one case of respiratory complication and one case of valve thrombosis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: malik t, et al. The melody valve in small children undergoing first mitral valve replacement: better than mechanical? Ann thorac surg short reports. 2024. Doi: https://doi.org/10.1016/j.atssr.2024.04.016 earliest date of presentation used for date of event: ¿presented at the seventieth annual meeting of the southern thoracic surgical association, orlando, fl, nov 2-5, 2023.¿ no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.